Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
No information regarding next removal attempt could be gathered due to lack of response from the user despite making several follow up attempts. No further investigation was found necessary.